Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting recurring call service 012 alarms that could not be cleared. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings: a review of the alarm history indicated call service alarms had occurred on (B)(6) 2015. The pump powered on normally and successfully performed ezprime steps with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation.